Manufacturer narrative:
(B)(4). As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and defibrillation lead exhibited low out of range shock impedance measurements and was unable to successfully deliver a shock when needed. This lead was suspected of having an insulation failure. This defibrillation portion of this lead was then partially surgically abandoned and replaced. This lead partially remains in service. No additional adverse patient effects were reported.